Event description:
The customer reported that the patient was transported to the CT scanning department. During the CT scan, ac power was not connected to the ventilator. Before transporting the patient from the CT scanning department to the patients room, the staff observed the battery charge indicator showed a full charge (5 bars). During the transport back to the patients room, the ventilator alarmed for "low battery" and then immediately shut down. The patient had to be manually bagged for the rest of the transport. No reported patient injury. Reference MFR # 9611500-2015-00080.